Manufacturer narrative:
The sample is currently in transit to the manufacturing site for analysis.

Event description:
Caller, respiratory therapist, states that the patient's trach caused ventilator to alarm. Caller reported they tried to reinflate the cuff but it would not hold air. Caller confirmed decannulation and recannulation of a replacement tube was required, however, caller confirmed there was no patient harm.